Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the wire was returned separated in two sections. The proximal section was 199.5cm and the distal section was 131.3cm. The distal section was kinked at 129.2cm approximately from the distal end. All the outer diameter measurements are within the specifications. The returned device was sent for external analysis. Sem analysis observe that both samples presented evidence failure in an area with evidence of wear reduction, fracture occurred due to a tension overload in sample 1 and by torsion in sample 2. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage. (B)(4).

Event description:
Same case as MDR ID: 2134265-2013-07138. Reportable based on analysis completed on (B)(4) 2013. It was reported that the guide wire and catheter were stuck together. The target lesion details were unknown. A 2.00mm rotablator rotalink plus and 325cm rotawire were used to treat the target lesion. During testing, while the burr was still external to the patient, the rotawire became stuck with the rotalink plus. The rotawire was replaced with another of the same wire. However, the new wire was unable to be inserted into the rotalink plus advancer. The procedure was completed with another of same device. No patient complications were reported and the patient's status is good. However, analysis of the burr revealed a guide wire fragment blocking the annulus indicating the burr came into contact with the wire.